Event description:
Drug/diluent: not applicable. Fill volume: not applicable. Flow rate: not applicable. Procedure: l5-s1 decompression and fusion. Cathplace: not provided. Date of surgery: (B)(6) 2013. Physician reported a catheter break during removal. The catheter appeared to be clean cut, and broke inside the patient. "Patient's husband noted irritation at skin surface, noticed drain and pulled it out." It is estimated that 4-5 inches broke off and the fragment was removed on (B)(6) 2013. Physician reported superficial skin reaction, no other signs of infection. Treated with prophylactic oral antibiotics, now clean. No signs of infection. Patient is currently doing well. Additional information (B)(4) 2013: doctor stated that patient's husband initially noticed a focal red area that he showed the doctor via a photo that looked like a focal blister with redness. When the husband looked to see if there was anything there, he noted a small piece of plastic, which he pulled on, eventually pulling out a 4 inch section of tubing. Patient has the tubing section.

Manufacturer narrative:
Method: the suspect catheter has not been received for an investigation and evaluation. The model information and lot number were not provided; therefore, the device history records (DHR) could not be reviewed. Results: methods have not yet been performed, an evaluation and investigation is still in progress. Conclusions: a conclusion is not yet available as the investigation and pending evaluation of the device. A follow-up report will be filed when the investigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.